Event description:
It was reported that pump would not go into storage mode. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.